Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Patient's coumadin dose was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.